Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: on (B)(6) 2011, the device was originally implanted via v-p shunt at 150 mmh2o to the patient with inph who is a (B)(6) male. It was noted malfunction of the device causing under-drainage due to the tip of the ventricular catheter placed into the fissure of the cerebral hemisphere after implantation. The surgery for the relocation of the ventricular catheter was conducted on (B)(6) 2011 and the setting pressure was changed to 120 mmh2o and eventually set to 100 mmh2o on (B)(6) 2011. Since the patient felt the difficulty with walking, the contrast radiography was conducted on (B)(6) 2014 and it was found fluid did not flow through the device ventrally. The revision surgery was conducted on (B)(6) 2014 and the device was replaced to the same new product (82-3111) via v-p shunt at 100 mmh2o. The setting pressure of the removed valve was 100 mmh2o. (B)(4).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the cam when valve was received was 100mmh2o. The valve was visually inspected, it was noted that the 2nd ruby ball and spring did not look normal. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated, no occlusion was noted. The valve was dried and leak tested, no leaks were noted. The valve was reflux tested and passed the test. The valve was tested for programming and failed the test. The valve was then pressure tested up to 130mmh2o and failed. The valve was dismantled and was examined under microscope at appropriate magnification, biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The 2nd ruby ball and spring was dismantled and the spring was stuck in a contracted position by dry biological debris. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause of the contracted spring is due to dried biological debris. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.